Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had inappropriately stored a signal artifact monitoring (sam) episode due to minute ventilation (mv) signal oversensing. In addition, there were variable impedance measurements with a difference of 200-300 ohms. However, all impedance measurements were within normal limits, and a possible spring contact issue was discussed. The mv feature was deactivated and the accelerometer remained on. Technical services (ts) reviewed that the device could be kept with the current programming, as long as the patient did not complain of any symptoms. The clinician will continue to monitor the patient. This device remains in service, and no adverse patient effects were reported.